Event description:
The facility representative contacted baxter (B)(4) to report a flogard syringe infusion pump gsp that was not working, "error ss04"; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "error ss04 when turn on" was confirmed and reproduced by service. The assignable cause was due to the pump being out of calibration. The pump was recalibrated to resolve the problem. Additional information: this is a product not distributed in the us and does not have a 510k number. A service history review revealed no previous service events were related to the reported condition.